Event description:
Medtronic received a report that the pipeline distal and proximal ends failed to open. The device was prepared as indicated in the IFU and was not used off-label. The middle section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no further steps taken to open the pipeline. The pipeline was removed with the microcatheter from the patient. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was 67. The angiographic result post procedure showed stagnation in the aneurysm and the parent vessel open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right cavernous with a max diameter of 11mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: neuron max sheath, phenom plus guide catheter, and a phenom 27 150cm microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.